Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: etlw1613c93e stent graft, implanted: (B)(6) 2012; etbf3616c166e stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that this implantable pulse generator (ipg) was explanted and replaced because it reached elective replacement indicator (eri) prematurely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pacemaker syndrome when the device reached eri.